Event description:
It was reported on (B)(6) 2025, that during a procedure, the c-arm on a 3dimensions mammography system continued to rotate after the switch was released. A field engineer was dispatched to examine the system and determined that the uncommanded motion was due to switches that need to be replaced. No patient or user injury was reported. No additional information is available at this time.

Manufacturer narrative:
It was reported that the c-arm continued rotating after the switch was released. Once the c-arm stopped, it was able to be moved to the desired position. A field engineer (fe) replaced the control inserts to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the control inserts were replaced. The c-arm control inserts were replaced; however, no parts were returned for further investigation. The control inserts were 765 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the control inserts. The likely cause is related to natural wear and tear on the component due to the component age of 765 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the control insert failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the control inserts. The complaint review identified the control inserts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the c-arm control inserts. The c-arm control inserts were installed on this gantry with no issues noted. System product code: 3dm-sys-std, serial number: (B)(6), system manufacture date: march 6th, 2023, system installation date: (B)(6) 2023, unique device identified (UDI):(B)(4).